Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage noted on electronics assembly. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. Blood glucose level at the time of the incident was 179 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.